Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date has been updated accordingly (with d6a implant date repopulated)."

Event description:
Clinical narrative: a 63-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was supported with an impella 5.5 implanted via right axillary surgical arterial access on (B)(6) 2026 at 21:04. Based on the information available, the patient experienced an embolic cva/tia while supported with an impella 5.5 device. Although frequent placement signal low alarms were observed and ldh was trending upward, anticoagulation was within the targeted range and device placement was confirmed by imaging. There is insufficient evidence at this time to determine whether the patient injury was attributable to the impella device. The complaint will remain open pending additional clinical information or a change in patient or device status. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.